Event description:
It was reported that during a hepatectomy procedure smoke emitted from the tip of the device. Hand switches on two devices were non-functioning during surgery. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 07/26/2007.